Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer was called and the customer's mother stated that the customer's blood glucose went down from the 400 mg/dl range to the 150 mg/dl range. It was also reported that they would talk to the doctor about adjusting the basal rate settings because her blood glucose level had been dropping at night. Blood glucose level the night before was 57 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.